Event description:
The rep reported the device was used during a laparoscopic hernia repair. It was reported the ems stapler malformed while affixing mesh. The ems came out of a laparoscopic hernia tray. Another ems was opened to complete the case.